Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling a hiccup like sensation on their right side. Two days later a red alert was received from the latitude system indicating that the crt-d had been programmed to something other than monitor + therapy. Review of the episodes by boston scientific's technical services (ts) showed that the patient had received atrial tachycardia pacing (atp) on the date of the reported hiccups for what appeared to be farfield oversensing of the atrial channel or double counting. No adverse patient effects have been reported.